Event description:
It was reported that the surgeon tried to fire the device and the staple line was not fully completed. It was not reported that the stapler was locked out or that the reverse function was used, only that the staple line was not fully completed. Additional reloads were opened and the case was completed normally. The surgeon checked the staple line for leaks prior to finishing. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what device were they using to fire the cartridges? Did the device cut completely? Did the device lock out and create a partial fire? Were the staples formed in the proper b form shape? At what firing did the issue occur? Was buttressing used in the procedure? Were there any unusual noises heard? Was the device difficult to close or open? Was the device difficult to open and remove from the tissue? Response from the sales rep: device being used was ple60a. Device cut completely. Device did not lock out. First half of staples formed proper b, second half did not form b. First firing no buttressing material used. No unusual noises. No difficulty closing or opening. The analysis results showed that two ecr60g cartridge reloads (a, b) were received. Cartridge (a) & (b): ecr60g, were received fully fired and in good visual condition. In addition the returned reloads (a, b) were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. No functional test could be performed due to the condition of the reloads. The batch record was reviewed and no anomalies were noted during the manufacturing process.